Event description:
Customer reportedly received results of 562 mg/dl and 92 mg/dl within 10 minutes on the aviva system. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.